Event description:
The olympus representative reported on behalf of the customer, the bending section cover on the evis lucera bronchofibervideoscope had a pinhole and was leaking. No patient harm reported. During the evaluation of the device, it was noted the coating was peeling off on the insertion tube due to deterioration. This report is to capture the reportable malfunction of peeling coating on the insertion tube due to deterioration noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Watertightness was not maintained due to holes in the curved rubber caused by external factors. The curved tube was crushed due to an external factor. The bending angle was insufficient due to the elongation of the angle wire. The forceps could not be smoothly inserted into the forceps channel. The insertion part tube was crushed due to an external factor. The curved rubber adhesive was missing. There were scratches on the operation part, switch box, grip, angle lever, up/down plate, and universal cord due to external factors. The universal cord was crushed due to an external factor. There was corrosion of the electrical connector contacts due to handling. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely the coating of the insertion tube was peeled off by mechanical stress such as friction and chemicals by using unrecommended chemical solutions, etc.